Event description:
Pt revised to address lag screw back out.

Manufacturer narrative:
Info provided states implanted approximately 6-12 months. Examination was not possible, as the product was not returned. The investigation was limited to the info provided, as the lot number required to review the device history records was not provided. Although, the complaint is non-verifiable, there are several factors that can contribute to lag screw backout. Poor bone quality, not tapping before the lag screw insertion, lag screw in inadequately fixed, and initial placement. Provided info marked on the device experience report is marked that the products are not suspected of failing to meet specifications. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.